Manufacturer narrative:
An investigation was conducted using the system logs; however, they were not useful since there were no events for the 13mar2023 event date. The first system start was recorded on (B)(6) 2023 suggesting either software was installed on or near that date or log delete was performed. There were no pictures or exam data to be able to confirm the event or investigate cause.

Event description:
A customer reported an incident where a patient¿s data was mixed with another exam. The customer retrieved the patient¿s name and ID from the worklist, but when registering the patient, the height and weight had been entered. The registered height and weight were the values entered manually during the previous patient examination. The height and weight were corrected, and the examination was able to be finished. There were no further problems with subsequent examinations. There was no allegation of an altered patient outcome as a result of the issue. An investigation is underway but has not been completed. The results of the investigation will be included in the final report.

Event description:
A customer reported an incident where a patient¿s data was mixed with another exam. The customer retrieved the patient¿s name and ID from the worklist, but when registering the patient, the height and weight had been entered. The registered height and weight were the values entered manually during the previous patient examination. The height and weight were corrected, and the examination was able to be finished. There were no further problems with subsequent examinations. There was no allegation of an altered patient outcome as a result of the issue. An investigation is underway but has not been completed. The results of the investigation will be included in the final report.